Event description:
It was reported that the wire broke off. The target lesion area was located in a mildly tortuous and severely calcified artery. A 1.50mm peripheral rotalink plus was selected for use along with a peripheral rotawire. During the procedure, the lesion was so severe that the device failed to advance. Subsequently, after two rotational runs of rotablator, it was noted that the wire snapped off at the end of the catheter and part of it remained inside the patient's body. The procedure was not completed. The patient was sent for a procedure to retrieve device fragments and it was successful. The patient was stable after the procedure. It was further reported that the rotawire broke off during preparation and it was not inserted into the patient. The patient was sent to the hospital in a non-emergent/out-patient setting.

Manufacturer narrative:
B1. Adverse event/product prob: updated from adverse event and product problem to product problem. B2. Outcomes attrib to adv event: updated from required intervention to prevent permanent impairment to not applicable. F10. Patient codes: updated from device fragments in patient 3165 to no consequences or impact to patient - 2199. H1: type of reportable event: updated from serious injury to malfunction.

Event description:
It was reported that the wire broke off. The target lesion area was located in a mildly tortuous and severely calcified artery. A 1.50mm peripheral rotalink plus was selected for use along with a peripheral rotawire. During the procedure, the lesion was so severe that the device failed to advance. Subsequently, after two rotational runs of rotablator, it was noted that the wire snapped off at the end of the catheter and part of it remained inside the patient's body. The procedure was not completed. The patient was sent for a procedure to retrieve device fragments and it was successful. The patient was stable after the procedure.